Event description:
(B)(6) clinical study. It was reported that the patient died. In (B)(6) 2010, the patient presented with unstable angina and myocardial infarction. Cardiac catheterization was recommended. The 100% stenosed,10x3mm target lesion was a de novo lesion located in the proximal right coronary artery (rca). The target lesion was treated with pre- dilatation and placement of a 3.00 x 20 mm taxus liberté stent. Following post- dilatation, the residual stenosis was 5%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2013, the patient died. Cause of death is unknown.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).